Event description:
It was reported that there was a loose connection between a drain bag and ultra set capd disposable disconnect y-set. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.